Event description:
According to the reporter: a metal part from endo gia fell into the thorax during the releasing process. The part was noticed at a postoperative chest x-ray. During surgery there were three different sulu types used. It was not possible to define from which sulu the metal came from.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer had low blood glucose symptoms with result of 111 mg/dl obtained on the advantage system. Emergency medical technicians (emts) were called; customer tested 23 mg/dl on professional device 30 minutes following result of 111 mg/dl. Emts treated her with an IV (contents unknown), and customer was taken to the hospital. Customer became responsive 90 minutes later and left the hospital 4-5 hours later. Requested return of suspect device and replacement was sent.